Event description:
It was reported following a percutaneous procedure, an angio-seal was used. A retroperitoneal bleeding event was discovered and the pt remained in the hospital. While in the ccu, the pt received blood transfusions. The pt recovered and was discharged 3 days later.

Manufacturer narrative:
No prod was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio- seal device instruction for use (IFU) precaution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.